Event description:
It was reported there was telemetry failure. The rf (radio frequency) head was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis verified the telemetry problem, the cable was out of electrical specification. It was also noted that the label was missing. (B)(4).